Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure and catalog number was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional information received: adding explanted date (B)(6) 2022. This is a follow up report for this additional information. Correcting implanted date from (B)(6) 2022 to (B)(6) 2020. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code remove 4580, medical device problem code remove 3190, the correct codes for this complaint are: medical device problem code add 2408. This is a follow up report to correct this code.